Event description:
It was reported a patient underwent unknown cath lab procedure on an unknown date in 2022 and topical skin adhesive was used. Post-op to the unknown procedure observed adverse patient reaction to adhesive. Reaction seen 7-10 days out. Rash was reported. May apply vaseline gauze to loosen it up then sterile saline gauze to wipe it off and replace with steri-strips. Patient are advised to take antihistamines, and may get steroids or steroid cream depending on severity of reaction. Patient complain of intense itching,. Additional information has been requested.

Manufacturer narrative:
(B)(4). Additional information: there aren¿t exact numbers of incidence, but relevant to note that they have seen enough reactions in clusters that staff in clinic locations started to talk to each other about it. Report relief once the dermabond is removed. Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. How many patient events occurred? Were any previously reported to ethicon /pc reference? Please address all questions for each patient: is a photo available of the patient reaction? What was the procedure date? What date /day post op was the reaction noted? Was any prescription strength medication prescribed? Please specify? Was any surgical intervention performed? Please specify? Please describe how was the adhesive was applied. What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, gender, age or date of birth; bmi patient pre-existing medical conditions (ie. Allergies, history of reactions) has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Current patient status. No product is available for return. The single complaint was reported with multiple events. There are no additional details regarding the additional events. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.